Event description:
According to reporter when pt had breast implants removed, the shells of both implants had deteriorated and free gel was noted within the scar capsule. No gel was noted outside of the scar capsule.